Event description:
It has been reported to philips that the wireless foot pedal was losing connection during a vascular procedure. The wireless connection was re-established with a system restart. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the loss of connection during a vascular procedure occurred with a wired footswitch. The investigation of the wired footswitch will be addressed in MFR reference number 3003768277-2023-01653. The customer reported previous connection issues with the wireless footswitch, however no additional information has been received regarding the previous issues. Philips has confirmed that the wireless footswitch failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.